Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the kit was missing iodine.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿missing components/ accessories and/or not according to proper assembly sequence¿ with a potential root cause of ¿incorrect operation¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contents: vinyl catheter, 14 fr. Uro-prep¿ tray with: underpad, drape, povidone-iodine swabsticks (3), specimen container and label."

Event description:
It was reported that the kit was missing iodine.